Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("laparoscopic removal was performed") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fatigue ("tiredness has become complicated after insertion of essure implants"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and medical device removal with essure. Most recent follow-up information incorporated above includes: on 13-feb-2018: case upgraded to incident. Reporter valvira added. Essure was laparoscopic removed on (B)(6) 2018. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("laparoscopic removal was performed") in a (B)(6) year-old female patient who had essure (batch no. C51066) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness has become complicated after insertion of essure implants"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and fatigue outcome was unknown. The reporter considered fatigue to be not assessable to essure. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: the patient has had tiredness already multiple years due to other health reasons and due to that she had undergone a lot of investigations, treatments and also evaluation of work capacity has been performed. At the moment she has no capacity to work. However, she felt tiredness worsened after essure insertion. Taking into consideration her back ground it is impossible to assess the effect of essure implants on patient's tiredness. No follow-up visits have been performed after laparoscopic surgery. Most recent follow-up information incorporated above includes: on 18-feb-2018: lot number (c51066) and reporter's causality assessment regarding essure and the event tiredness (not assessable). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("laparoscopic removal was performed") and meningioma ("edge´s local recidivation of meningioma") in a 39-year-old female patient who had essure (batch no. C51066) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included meningioma surgery in 2008 and meningioma surgery in 2012. In 2015, the patient had essure inserted. In may 2016, the patient experienced meningioma (seriousness criterion medically significant). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness has become complicated after insertion of essure implants") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery and radiation therapy (edge´s local recidivation of meningioma treated by radiotherapy once). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, meningioma, fatigue and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fatigue, medical device removal and meningioma with essure. The reporter commented: the patient has had tiredness already multiple years due to other health reasons and due to that she had undergone a lot of investigations, treatments and also evaluation of work capacity has been performed. At the moment she has no capacity to work. However, she felt tiredness worsened after essure insertion. Taking into consideration her back ground it is impossible to assess the effect of essure implants on patient's tiredness. No follow-up visits have been performed after laparoscopic surgery. Diagnostic results: follow-up examination: in may-2016 - showed edge´s local recidivation of meningioma. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: 1. Medical device removal: the analysis in the global safety database revealed 765 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("laparoscopic removal was performed") in a 39-year-old female patient who had essure (batch no. C51066) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness has become complicated after insertion of essure implants"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and medical device removal with essure. The reporter commented: the patient has had tiredness already multiple years due to other health reasons and due to that she had undergone a lot of investigations, treatments and also evaluation of work capacity has been performed. At the moment she has no capacity to work. However, she felt tiredness worsened after essure insertion. Taking into consideration her back ground it is impossible to assess the effect of essure implants on patient's tiredness. No follow-up visits have been performed after laparoscopic surgery. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-mar-2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 812 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("laparoscopic removal was performed") and meningioma ("edge´s local recidivation of meningioma") in a 39-year-old female patient who had essure (batch no. C51066) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included meningioma surgery in 2008 and meningioma in 2012. In 2015, the patient had essure inserted. In may 2016, the patient experienced meningioma (seriousness criterion medically significant). On (B)(6)2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness has become complicated after insertion of essure implants") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery and radiation therapy (edge´s local recidivation of meningioma treated by radiotherapy once). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal, meningioma, fatigue and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fatigue, medical device removal and meningioma with essure. The reporter commented: the patient has had tiredness already multiple years due to other health reasons and due to that she had undergone a lot of investigations, treatments and also evaluation of work capacity has been performed. At the moment she has no capacity to work. However, she felt tiredness worsened after essure insertion. Taking into consideration her back ground it is impossible to assess the effect of essure implants on patient's tiredness. No follow-up visits have been performed after laparoscopic surgery. Diagnostic results: follow-up examination: in may-2016 - showed edge´s local recidivation of meningioma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: patient¿s demographic data; medical history; essure insertion date (2015); new events (edge´s local recidivation of meningioma and lower abdominal pain); and exams. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: 1. Medical device removal: the analysis in the global safety database revealed 819 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.